Event description:
It was reported that the user experienced a low glucose event after fasting for a medical appointment, then announced a meal on the ilet which led to continued low glucose, and was advised to avoid announcing while low and to treat with oral glucose before meals. Symptoms included hypoglycemia with shaking or tremors and feeling jumpy or fidgety. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to link the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.